Manufacturer narrative:
The device was implanted in the patient and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01757 3005168196-2017-01758. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician advanced a non-penumbra sheath with a non-penumbra catheter into the left internal iliac artery. Next, the physician advanced the lantern through the catheter with a non-penumbra guidewire. The wire was then removed and the lantern was flushed. While attempting to advance a ruby coil through the lantern, the physician inadvertently bent the ruby coil pusher assembly and the ruby coil would not advance through the lantern. Subsequently, the ruby coil unintentionally detached. Therefore, the physician used the guidewire to push the detached coil into the aneurysm. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance during the latter part of the insertion. It was reported that the ruby coil was advanced about three centimeters out of the distal tip of the lantern at that point and the physician decided to retract the ruby coil. However, upon retraction, the ruby coil unintentionally detached within the lantern. Therefore, the physician used the guidewire to push the detached coil; however, the coil would not move within the lantern. The physician then decided to remove the lantern with the detached coil together; however, the coil would not exit with the lantern. Therefore, the physician removed the lantern, then removed the non-penumbra catheter with the coil together. The physician decided to end the procedure at that point. There was no report of an adverse effect to the patient.